Event description:
It was reported that ¿something was going on.¿ therapy had not been beneficial for the past two weeks. The patient stated an adjustment was needed. The patient had an appointment with the doctor¿s office on the date of report. The patient was directed to the healthcare professional (hcp). Later, the manufacturer's representative noted that the patient had not returned their phone calls and that they had not seen the patient. No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8591-38, lot # d02213, implanted: (B)(6) 2011, product type accessory; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).